Manufacturer narrative:
Na.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using an unknown delivery system. The perimeter of annulus was 65.6mm, length of the membranous septum was 3.0mm upon a measurement. During procedure, the patient developed a complete atrioventricular block (cavb) after full deployment. The valve was implanted at a depth of 3mm at non-coronary cusp (ncc) and 7mm at left coronary cusp (lcc). The placement depth was perfect. The physician decided to to check the patient's postoperative progress next week. The patient was reported stable.

Manufacturer narrative:
It was reported that during procedure the patient developed a complete atrioventricular block (cavb) after full deployment of navitor valve. Information from the field indicated that the valve was implanted at an optimal depth of 3 mm and no calcification was confirmed from the annulus to the subvalvular to lvot. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported heart block occurred. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a